Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening in the posterior assessed as to a fold flaw opening also around to the opening have non-penetrating nicks. Although have an opening in the posterior assessed as surgical damage with non-penetrating nicks. Additional observations: crease fold observed in the device. No further actions are required as the device was implanted.